Event description:
It was reported that during in clinic follow-up, patient presented with t wave oversensing that resulted in inappropriate tachyarrhythmias episodes on their insertable cardiac monitor. The device was reprogrammed to address the issue. There were no patient consequences.